Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that during a generator change for a patient, the atrial lead was intermittently capturing. The lead was capped on (B)(6) 2019 and the dual chamber pacemaker was replaced with a single chamber pacemaker. The patient was stable before, during and after the procedure.